Event description:
The complainant stated that the bed will not go into trendelenburg.

Manufacturer narrative:
The account isolated the issue to the logic circuit board. He replaced the logic circuit board to repair the bed.